Event description:
Additionally, healthcare professional reported capsular contracture, baker grade IV.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation discovered today at surgery, "scar tissue caused valve leak." Device has been explanted.